Manufacturer narrative:
Cont. E.1: phone (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "increasing pain and deformity in breasts, baker IV grade capsular contracture, significant deformity of implants". In addition, "cyst" was reported; this event is not device related. This record is for the left side. Device was explanted